Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg), (B)(6) 2003; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that during device replacement for elective replacement indicator (eri), the right ventricular (rv) lead measured low r-waves and was described to be a repeatable observation. The decision was made to turn off sensing assurance and re-programming to increase sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.